Event description:
This event involved a patient 2 months post heartware lvad implantation who experienced ¿controller failed¿ alarms. The site stated that while the controller was alarming, the screen display went blank and audible alarm was impossible to be silenced. For this reason, the site decided to perform an emergent controller exchange. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware for analysis. The complaint was confirmed. The returned controller display remained blank, gave an audible alarm and there was no communication with the monitor. The controller was able start and run a pump without problem. Log files did not indicate that the pump stopped running at the time of the reported event. The root cause of the failure was a failed lcd display module. No additional information will be forthcoming.